Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a static screen when the device was turned on and plugged in a scope, like there was feedback and fuzz. There was no image, a black and blue static during set up involving an olympus video system center. There was no patient harm reported.